Event description:
A customer reported an occlusion alarm causing a malfunction. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Technical support instructed the customer to disconnect tubing, adjust the t:lock, and deliver boluses to resolve the issue. Despite this, the occlusion alarm recurred. It was determined that a blockage in the cartridge caused the occlusion, and the customer changed supplies and resumed insulin therapy with guidance from technical support.